Manufacturer narrative:
H3,h6: the device, intended use in treatment, was returned for evaluation. A visual inspection of the returned device confirmed the stated failure mode. The tip of the device is fractured. The fractured pieces were not returned. The device was manufactured in 2019 and shows signs of extensive usage. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the rdce frcps w/ pts brd was found broken upon inspection. No patient inconvenience was reported due to this failure.